Event description:
Complainant alleged that while reading the heart rhythm of a patient (age & gender unknown) the device reported a "shock advised" message for an atrial fibrillation heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.